Manufacturer narrative:
Although the exact implantation date is unknown, it was reported that the device was implanted within the year 2009. (B)(4) - the reported event of stent cover degraded. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex rx biliary covered stent was implanted in 2009. According to the complainant, the patient had a biliary stenosis due to alcoholic colonic pancreatitis. The stent was implanted successfully. On (B)(6), 2011, the patient returned to the hospital for a planned removal of the stent. During removal of the stent, the repositioning suture broke. Foreign body forceps were used to grasp the stent wires and withdraw the stent. Upon removal, it was noted that the cover of the stent was "disintegrated." A bleed occurred within the biliary duct as a result of the stent removal. The bleed was treated by the placement of another wallflex rx biliary fully covered stent. The patient condition at the conclusion of the stent removal procedure was reported to be "okay." Note: from the information available, this device was not used per the directions for use (dfu). According to the complainant, the device was used for treatment in a biliary stenosis due to alcoholic pancreatitis with a planned stent removal. The dfu state that the device is "indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms" and the stent "should not be moved or removed after completion of the initial stent placement procedure."